Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead was returned for analysis. The helix will not extend due to being over-retracted. There was blood in/on helix mechanism.

Event description:
It was reported during the procedure that the helix would not extend properly. The lead was removed and replaced. There were no patient complications reported as a result of this issue.